Manufacturer narrative:
Product ID 3889-28, lot# v084418, implanted: 2008 (B)(6); product type lead product ID 3889-28, lot# v084418, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient had their system removed and upon removal the lead broke. The patient had a portion of the lead including three electrodes still implanted. Of note, the patient was originally implanted for urinary dysfunction.